Event description:
Additional information received reported the patient still had not experienced any improvement in symptom controlled and the healthcare provider (hcp) prescribed some medicine. The patient asked about having the system removed and was redirected to their hcp.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0khg5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she saw the poor communication screen and had poor communication with the implanted device. When she plugged the device in she got a call your doctor icon. She also had a warning por message on the programmer. It was noted that the device was not helping and 5-6 times per night the patient was running to the bathroom. She was not able to sleep and her stomach was sore from urinating so much. The patient wanted the device fixed or replaced. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that someone was supposed to help but did not. The patient will be at the health care providers's office on (B)(6) and would need help. The patient also mentioned problem with no sleep and headaches.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was very upset ,nervous ,many sleepless night, going to the bathroom , all they said the machine " parts were scrambled , no connections they spoke about another stem cell in 3rd, most be bad stems in 2013-2014 and now this."